Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) unit was not working properly while in use on a patient. Complication occurred mid-procedure after iab was inserted. Fiberoptic connection checked, balloon placement confirmed, pump was restarted. No correct fiberoptic waveform was detected, only artifact. Patient was involved, and the issue was resolved by using the backup iabp. No injury, death, or adverse event was reported.

Manufacturer narrative:
Patient reported to be 5'10". A getinge field service engineer inspected the unit and was able to confirm the issue with the fiber optic module by testing in service mode using a fiber optic tester. Fse replaced the fiber optic module. The unit passed fiber optic module tests. Functional testing and safety checks were performed to factory specifications. The unit also passed all functional and safety tests per factory specifications. Iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Investigation of the fiber optic module part number 0997-00-1169 was performed by technician of the maquet national repair center(nrc). The fiber optic module was observed per the cardiosave service manual with no visual damage. The national repair center installed the fiber optic module into the cardiosave test fixture and tested the fiber optic module to factory specifications per procedure and the cardiosave service manual. Fiber optic module was non functional during testing.. The fiber optic module boards p/n 0670-00-1160 and 0992-00-1017 will be sent to the respected suppliers for failure analysis per procedure. The failure and analysis dept.(fat) received part number: 0670-00-1160 from the supplier. The supplier evaluation states the following: perform visual check. Result: no abnormalities found. Board was re-tested at fct . Result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. The fat dept will retain this part as per procedure.